Event description:
The customer reported that when a pt required defibrillation, the defibrillator paddles on the unit failed to discharge. The pt expired. The customer does not attribute the pt's death to the unit.